Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's s1 lead was fractured, confirmed by imaging. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
A patient's s1 lead was fractured was reported to abbott. Imaging confirmed the s1 lead fracture. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.